Event description:
Philips received a complaint on the patient information center ix indicating that the device failed to alarm during a low heart rate and low spo2 event. The customer reported that the asystole red alarm was not heard by the nursing staff and the patient died. They did hear a soft, low tone alarm when they entered the patient's room. A philips field service engineer (fse) went to the customer site. The device alarm functionality was tested with test equipment and no problem identified. The event logs have been obtained and forwarded to a philips engineer for review. The outcome of their review is still pending. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Patient was a colorectal cancer s/p ex lap, liver resection, mass resection being monitoring for ICU level care. The customer alleges a failure to alarm on bed label sicu09, between 11:00 and 12:45 pm when patient¿s heart rate and spo2 dropped below alarm limits. The patient passed away after the last asystole event at 12:37pm, 17th (B)(6)2023. The (fse) went to the customer site. The device alarm functionality was tested, and no problems were identified. The alarm was not responded to immediately by the user even though the tone sounded different than a regular critical alarm. The nurse stated it only made a low beep noise, saying no signal. There was no alarm at the central station. The clinical staff was aware of the patient¿s condition prior to and during the event. And medical intervention was provided to the patient following the asystole event. After that event a ¿code blue¿ resuscitation was started. The patient did not recover. The customer stated " a root cause analysis is being done to determine cause. Monitor data was requested from phillips. We have been told that the data we need does no longer exist. The monitor was examined and found to be in working order. I understand that this info was not available, and we have moved forward without it. Risk services has completed our investigation and we do not expect any litigation at this time. The event is closed." The complaint was escalated for a technical investigation and the results are inconclusive as there is limited additional information provided by the customer to conclude if: did the pic and bedside devices alarmed as expected (i.e. Produced the appropriate alarm level)? What volume level was the device set to? The (product specialist engineer (pse) stated: "as most of the times with the allegation of ¿failure to alarm¿ audibly, it is not possible to determine what the alarm volume was retrospectively, if no proof was collected at the time of the event. The alarm volume can be changed in monitoring mode at any time. Here is what I can tell from the information available: when looking at the configuration of the monitor, there are two different monitor settings blocks 1. Monitor ICU: this settings block has an alarm low volume of 3, which might not be loud enough to be heard clearly, depending on the environmental noise. 2. Monitor dnr: this settings block has an alarm low volume of 0. So, the audible alarm can de facto be turned off by decreasing the volume to 0. So the alarm volume could have been turned to 0 at the time of the event and therefore there could have been no acoustic alarm. However, the complaint has some additional information: ¿when the heart rate & sp02 went low - no audible alarm. The nurse stated it was making a low beep noise, saying no signal.¿ this could be an indication that there was no physiological/patient alarm ¿ but a technical alarm (inop) and/or a prompt. In this case the monitoring system might have been unable to issue physiological/patient alarms at the time of the event. The central station version of the customer does not seem to log technical alarms (inops). Therefore, we will not be able to determine, if there was a technical alarm without further information. " based on the information available and the testing conducted, the cause of the reported problem remains unclear. As per clinical assessment, the pse findings showed the block settings for low volume were at level 3 overall; however, there are specific settings which allow the user to reduce volume to zero. Based on the description, it appears the monitor was making a low beeping noise and displayed 'no signal', which sounds like a technical inop; however, the version of central station in use does not log these inops, per engineering. Based on this information, it remains unclear whether the device caused or contributed to the event as it was providing alarm messages and tones, though low in sound, and testing revealed no anomalies. The engineer provided their analysis findings. The monitor was examined and found to be in working order, however the cause of the reported problem remains unclear due to the lack of additional information asked but not obtained from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The device alarm functionality was tested with test equipment and no problem identified. The event logs have been obtained and forwarded to a philips engineer for review. The outcome of their review is still pending.